Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the ECG waveform was incorrect. Device was in clinical use at the time of event, however, there was no harm or injury reported to philips, customer used another device immediately. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the information provided by customer, the reported problem was able to be confirmed by customer. The reported problem was determined to be due to an ECG leads trunk cable failure. The root cause of the ECG leads trunk cable failure could not be determined. Customer replaced the ECG leads trunk cable to solve the issue, and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart dfm100 defibrillator monitor indicating that, after resuscitation of a patient experiencing cardiac arrest, it was reported that the ECG waveform is inconsistent with the patient's actual condition. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.